Event description:
Patient expired following implantation of the lifesite device. It has been reported that the patient was a diabetic at time of implantation surgery. Following surgery the patient had a 440 sugar level, was hypoxic and hypotensive in the recovery room. The pt passed away later in the evening.